Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per tbm, the dealer alleges that the end-user is having trouble with keeping the brakes adjusted. Tbm states he has to adjust the brakes more often then usual.